Event description:
I had a knee replacement in (B)(6) 2017. My doctor used the zimmer persona knee replacement. My knee has never felt right and complaints to my doctor go unresolved. My knee just as swollen as it was before the knee surgery and in pain majority of the time. All my doctor states is do physical therapy of the knee looks ok. I'm not sure if the knee put into me was too big or what, but in order to rectify it, I have to have revision surgery to see if that would help.